Manufacturer narrative:
The field service engineer determined the reaction disk was not secured, causing rinse nozzle tips to splash. There was water present on top of the cuvettes. The reaction disk was tightened and excess moisture was removed. The instrument function was checked. Precision studies were performed and recovered within expected guidelines. The customer ran controls and these recovered within laboratory guidelines. The last calibration performed on 06-may-2020 was ok and there were no alarms. The customer indicated that control recovery was acceptable. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. The sample initially resulted with a glucose value of 145 mg/dl. Later in the day, additional tests were ordered on the patient sample. A second tube from the same sample collection was tested on a second c 501 analyzer, resulting with a glucose value of 109 mg/dl. Both the 145 mg/dl and 109 mg/dl values were reported outside of the laboratory where they were questioned by a physician. The initial tube was repeated twice on the complained c 501 analyzer, resulting with glucose values of 102 mg/dl and 100 mg/dl. The second tube was repeated twice on the second c 501 analyzer, resulting with glucose values of 96 mg/dl and 95 mg/dl. The value of 109 mg/dl was believed to be correct and a corrected report was issued for this value since it closely matched the repeat results. The glucose reagent lot number is 45247201, with an expiration date of 30-apr-2021.